Event description:
It was reported that the device burn the patient. No backup device from smith and nephew was available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event. Failure to attach the recommended suction properly can result in patient injury. Also, inadequate flow and circulation of saline could cause a patient burn. It was reported that the patient received a burn. However, there is no report of what procedure was being performed, or any patient information. The complaint reports that the super turbovac coblator was used during the procedure, and there was one image from the physician's phone. However, there are no photos or medical records provided for review. With the limited clinical information provided, it cannot be confirmed that the coblator is the source of the reported burn.